Event description:
Patient reported that he has been dealing with an on-going infection following an umbilical hernia repair. The attending surgeon reports that the patient developed a granuloma at the suture site. The patient is scheduled for follow-up surgery for suture excision in 2006.